Event description:
Hcp reported the patient was seen in dr's office on 12/2001 and 1/2002 for seizures. The physician was going to start the patient on tomax to help control the seizures and have the surgical team familiar with implant stimulators adjust the parameters. The hcp had no further information on the patient outcome. A follow up report will be sent when additional information is received.